Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1781 showed no similar product complaint(s) from this lot number.

Event description:
It was reported leak at the level of the fins of the midline of a patient placed on (B)(6) 2021. Clinical consequences observed: flow of the solutions which soaks the dressing no signs of extravasation for all that but presence of a discharge each time the midline is used.